Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the pt had a wet tap during implantation of the leads. The pt complained of a slight headache after the implant procedure. F/u with the pt found that she is doing well. She no longer has a headache, and the system is working properly. No additional info is available at this time.